Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was on, but the display remained black. In addition, it was reported that the customer experienced a low blood glucose level of 51 mg/dl; cause was unknown. The customer reverted to an alternate method of insulin therapy.